Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the insulation was abraded due to friction with the ICD can. The damage could cause the sensing anomaly and noise observed in the field.

Event description:
It was reported that there was possible noise on the lead.